Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed link detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with 5 proglide devices was attempted in bilateral common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. In the left common femoral artery (lcfa) there were 2 proglides and the right common femoral artery (rcfa) there were 3 proglides. When the first proglide in rcfa was used, an anterior cuff miss was noticed. The sheath was upsized from a 6fr to an 18fr and the aaa procedure was completed and hemostasis was achieved in bilateral common femoral arteries with 2 proglides in each side. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.